Manufacturer narrative:
B3: date of event is estimated. The unit was returned for evaluation on 31-mar-2026. The unit was returned with a system error complaint, which was confirmed during testing. The fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. Also, high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (294), low internal (86.6%}, low external (87.9%). Furthermore, the psa cycle being high (14) is an indication that the zeolite is getting contaminated by moisture. Uip & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the unit shuts down by itself. As a result, the patient was not receiving oxygen and had to dial emergency services. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.